Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the buttons on the display are broken.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was damaged, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the buttons on the display are broken.